Event description:
On (B)(6) 2011, customer reported that their dxc 600i instrument generated false sodium (na), potassium (k), chlorine (cl), carbon dioxide (co2) and/or calcium (calc) results for 10 patients. Two of the patients were in-house and when the issue was noticed the laboratory reran the samples on another dxc instrument and amended the reports so that there was no impact on the patients' treatment based on erroneous results. Customer stated that the other eight (8) patients' results were reported outside the laboratory. When the issue was noticed the samples were rerun on the other dxc instrument and the results were amended. There was no impact or change to the patients' treatment based on erroneous results. Quality control prior to and after the event was within lab-established ranges. However, na and calc quality controls were on the high end of the customer's range. Field service engineer (fse) examined the instrument and replaced the chlorine electrode and a missing quad ring from the co2 electrode. Fse verified performance per established procedures. No further issues have been reported.